Event description:
Fse from siemens medical solutions replaced pc 1175 board to resolve technical alarm error codes 2,3,29,43. The ventilator passed all tests and performed to all manufacturers specifications. Ventilator was returned back to service.